Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she obtained a blood glucose reading of 298 mg/dl on the contour xt meter with lot # 9kpeg08a from the first bottle of test strips and 145 mg/dl on the contour xt meter with same lot # from the second bottle of test strips. The customer took 4.5 units of humalog insulin and experienced symptoms of hypoglycemia. No further event details were provided. There is no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour xt meter and contour next test strips from lot # 9kpeg08a for evaluation. In-house testing was performed using the returned meter with returned test strips, which gave a satisfactory performance.